Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient  has three marks, two circular and one line and reported one of the marks looks like it's getting infected. Caller clarified there are two spots total near patient's spine where the lead was implanted and one spot is healing, but one looks like it's getting infected. Caller stated patient just noticed that today and stated they put antibiotic ointment on it (neosporin ointment). Caller stated they think that the bandage lifted off this spot due to patient pulling their pants up and down. Reviewed role of patient services. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.